Manufacturer narrative:
(B)(4). D10: 110010262, item name g7 osseoti multihole 48mm c, lot # 67130451. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cup threads were stuck to the inserter during insertion. The surgery was completed using another shell and inserter. The threads became damaged from the cup and inserter in the process of separating the devices after the procedure. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned products identified the shell has a visual nick at the top the threads. There are light scratches around the i.d. Surface. No other damage was noted during visual evaluation. The lead thread of the threaded shaft is fractured. No fractured pieces were returned for evaluation. The device shows signs of use with wear around the locking geometry features and within the large hex. The top surface has indentations. No other damage was noted during visual evaluation. This device has an approximate field age of 1 year. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.